Manufacturer narrative:
Device evaluated by MFR:a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: lipid tubing difficult to prime on initiation. Lipids would not infuse, pump alarmed "occlusion patient side."

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: lipid tubing difficult to prime on initiation. Lipids would not infuse, pump alarmed "occlusion patient side."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 05-jul-2022. H.6. Investigation summary: one sample was returned and investigated under pr 5474859. For that investigation, one used sample (model #2202-0007) was returned for investigation. It was reported that the tubing was clogged. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime within a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 22036337 was performed. The search showed that a total of 15,363 units in 1 lot number was built on 28mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.